Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that the 30 degree endoscope plus stopped working during a procedure, and the surgeon was unable to control it, although the image remained visible on the console. Initial troubleshooting included reseating the scope twice, which temporarily restored its function. A review of the error logs revealed repeated faults indicating a possible issue with an internal board. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was continued as planned with no reported injury.